Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Daybreak: case (B)(6). Manufacturer reference #: (B)(4).

Event description:
On 04/24/2026, it was reported that the patient alleges the mad device pulled the crown out after 6 days of use. The device was delivered to the patient on 04/09/2026. The patient first used the device on 04/11/2026 and stopped using the device on 04/18/2026. The incident took place on 04/18/2026, and the patient reported the issue on 04/20/2026. The patient was advised to stop using the device and see the dentist. No permanent injuries were reported. No additional information was provided.